Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam dressing was inadvertently left in the wounds nor if the alleged infections are related to v.a.c. Therapy. It was reported that the events primarily involved ischial wounds, which are very difficult types wounds to ensure complete foam removal. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On mar 25 2016, kci completed a review of journal article: wagstaff, marcus james dermot, sara driver, patrick coghlan, and john edward greenwood. "A randomized, controlled trial of negative pressure wound therapy of pressure ulcers via a novel polyurethane foam." Wound repair and regeneration wound repair regen 22.2 (2014): 205-11. Doi:10.1111.wrr.12146. The following information was reported: adherence with the use of v.a.c. Granufoam dressing (reported as "standard foam") was recorded in 4 patients, all of which had ischial sores. Of the four patients, there were 5 episodes of adherence with the use of the "standard foam" (one patient had two episodes of adherence). Due to foreign material adherence, a sharp debridement and removal with scissors was required on 4 occasions, leading to infection in the following days in three of the patients. A wash out with saline was required on one occasion and infection did not recur. On (B)(6) 2016, kci received the following information from the physician: the problems noticed with v.a.c. Granufoam dressing were almost entirely encountered in ischial wounds. These are deep and wide cavity wounds, but with a narrower opening in the skin. This makes access for foam removal and replacement more difficult, especially when trying to ensure that all the foam has been removed. The v.a.c. Granufoam dressing lot numbers are not available, therefore a device history review could not be performed.